Event description:
It was reported that the right ventricular (rv) noted high short interval counts (sic). Also, threshold showed increased on both the atrial and ventricular leads, but they were now stable within normal range. The leads remain in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).